Event description:
Additional information received indicated that the patient was scheduled for elective surgery. A system message was observed during fluid¿air exchange mode, followed by a shutdown. A short-lived low-pressure event occurred, and the machine automatically switched to fluid mode. The surgeon reported a small subretinal hemorrhage adjacent to the retinal break noted afterward. The surgery was completed on the same day, and the system was restarted. The patient was discharged and did not require hospitalization.

Manufacturer narrative:
Additional information is provided in sections b.1, b.2, b.3, b.5, h.1, h.6 and h.11. Upon further review, the FDA patient event code ¿hemorrhage/blood loss/bleeding - e0506¿¿ has been retracted from the report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative was unable to confirm nor replicate anything that would have contributed to the reported issues. The system was tested and found to meet product specifications. The customer was advised to power cycle the system. No additional issues have been reported since that time. It should also be noted that the surgeon is a trained medical professional. In the event of an incident, the surgeon will mitigate those issues to proceed manually. Based on the information available, the reported issues are inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no relevant contributing factors identified. A review of complaints reported against this serial number was performed. There were no relevant complaints found as part of this investigation. The system was found to have no problem. Therefore, the root cause of the reported issues remain inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate the manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the surgery an ophthalmic system displayed a system message, and the system was recovered by following the recommended instructions, the fluid was ejected from the system. The patient experienced slight hemorrhage. The details of the procedure were unknown. The current condition of the system is unknown. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).